Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported, (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, it was noted the laser fiber was featured inside of the sterile packaging when opening the procedure kit. The kit was set aide and the procedure was successfully completed with a new of the same device. The patient suffered no harm of injury due to the event as the device did not come into contact with the patient. The disposable device has not been reported as available for return to the manufacturer for evaluation.